Event description:
It was reported to boston scientific corporation that a gold probe device was used during a cautery procedure.according to the complainant, during the procedure, the gold probe device would not cauterize. A second gold probe device was used with the same generator to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.